Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen on the insulin pump froze when attempting a bolus. Customer removed the battery and received button error alarm. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an intermittent button response due to corroded act and down button on keypad trace. No unexpected frozen screen during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.